Manufacturer narrative:
(B)(4). Visual inspection of the incident sample found the electrode was charred. No damage to the pencil was noted. The investigation found the device to function normally and within specifications. The instructions for use warns that the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions when using with flammable substances. Tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with moist gauze or other material. Do not place active accessories near or in contact with flammable materials (such as gauze or surgical drapes), flammable gases, or high levels of oxygen.

Event description:
The customer reported that when they activated the pencil, the tip started to ignite and there was a flame. The pencil was deactivated and pulled away from the patient without any injury. The cautery tip was placed in water to assure that the fire was totally extinguished. A new pencil was used to complete the procedure.